Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels of 592 mg/dl. Reportedly, for some of the events, the customer had reused the cartridge. Tandem technical support educated the customer on proper cartridge labeling. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ h3 other text : device not returned.